Manufacturer narrative:
Concomitant medical products: 1388tc lead, implanted: (B)(6) 2010. 429688 lead, implanted: (B)(6) 2013 and dtbb1d1 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered warnings for low impedance measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.